Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with injection vancomycin (1gm, every 72hrs, intraperitoneal for 3 days then intravenously, ongoing) and injection meropenem (1gm, once daily, intraperitoneal for 3 days then intravenously, ongoing). At the time of this report, the patient remains hospitalized and had not recovered from peritonitis. It was reported that three days after event onset, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to temporary hemodialysis (hd). Same hd is ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that on an unknown date, antibiotic treatment was discontinued and the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.